Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose level. The blood glucose level of customer was 33mmol/l. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer was treated with insulin pump. Customer did not allege that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.